Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas instructions for use contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The report of difficulty disconnecting the inline connector was confirmed based on the evaluation of (B)(6). The pump was returned with the pump cable intact and secured to the modular cable. The inline connector screw ring and the adjacent hardware on the modular cable and pump cable showed multiple scrapes that appear consistent with the use of a tool or tools. The screw ring was unable to be rotated by hand. Visual inspection found that one of the two screw ring detents was bulging up and neither detent appeared to be seated within one of the anti-rotation grooves, suggesting the screw ring was misaligned. The pump cable was secured in a vice and the screw ring was unlocked with a wrench. Visual inspection of the pump cable and modular cable inline connectors under a microscope found no evidence of misalignment or damage to the pins or sockets. The half-moon alignment features also appeared free of damage or misalignment. The connector threads showed no obvious damage or any foreign material that may have increased resistance while unthreading the connection. Following visual inspection, the pump cable was re-inserted into the modular cable without difficulty. The screw ring was then hand-tightened until fully threaded and the yellow line was completely covered. Rotation felt normal with the expected ratcheting sensation. In the fully-tightened position, neither of the screw ring detents were bulging as observed upon receipt. Both detents were properly seated within the anti-rotation grooves. There was no subsequent difficulty with unthreading the screw ring. The inline connection was repeated two additional times and appeared to function as intended. Based on the returned state of the inline connector, it appears that the screw ring may have become cross-threaded or otherwise misaligned in a fashion that increased the force necessary to rotate the screw ring. The cause of the misalignment could not be determined. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during pump preparation the modular cable was connected to the heartmate 3 pump for immergence and testing. When attempting to disconnect the modular cable from the pump the surgeon found it impossible to unscrew. After more than 30 minutes, and several operators trying to disconnect the device with clips and clamps, the pump and modular cable were exchanged due to the disconnection issue and subsequent damage to the connectors. This incident resulted in a finger injury to one of the surgeons. There were no alarms present and the pump and modular cable were exchanged. The associated modular cable is being reported under MFR # 2916596-2020-01386.